Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/right side pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's concurrent conditions included irregular periods, vaginal odor, low back pain and light periods. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes or skin conditions"), abdominal distension ("bloating."), amenorrhoea ("hormonal changes describe: period disappeared"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary"), skin disorder ("rashes or skin conditions"), migraine ("migraines / headaches"), coital bleeding ("postcoital bleeding") and adnexa uteri pain ("ovarian pain"). The patient was treated with antibiotics and surgery (hysterectomy (partial),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, rash, vaginal discharge, abdominal distension, amenorrhoea, skin disorder, migraine, coital bleeding and adnexa uteri pain outcome was unknown, the bladder disorder and urinary tract disorder had resolved and the bacterial vaginosis was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, amenorrhoea, back pain, bacterial vaginosis, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, rash, skin disorder, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: diagnosis result: portion of right fallopian tube, tubal ligation: benign fallopian tube showing mild chronic inflammation and intraluminal essure device. Portion of left fallopian tube, salpingectomy: benign fallopian tube showing mild chronic inflammation and intraluminal essure device. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, postcoital bleeding, bloating, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/right side pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's concurrent conditions included irregular periods, vaginal odor, low back pain and light periods. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes or skin conditions"), abdominal distension ("bloating."), amenorrhoea ("hormonal changes describe: period disappeared"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary"), skin disorder ("rashes or skin conditions"), migraine ("migraines / headaches"), coital bleeding ("postcoital bleeding") and adnexa uteri pain ("ovarian pain"). The patient was treated with antibiotics and surgery (hysterectomy (partial),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, rash, vaginal discharge, abdominal distension, amenorrhoea, skin disorder, migraine, coital bleeding and adnexa uteri pain outcome was unknown, the bladder disorder and urinary tract disorder had resolved and the bacterial vaginosis was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, amenorrhoea, back pain, bacterial vaginosis, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, rash, skin disorder, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: diagnosis result: portion of right fallopian tube, tubal ligation: benign fallopian tube showing mild chronic inflammation and intraluminal essure device. Portion of left fallopian tube, salpingectomy: benign fallopian tube showing mild chronic inflammation and intraluminal essure device. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, postcoital bleeding, bloating, rash. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs & mr received: previously reported event "injury" nos¿ is replaced with ¿pelvic pain¿. New events added: hormonal changes describe: period disappeared, abnormal bleeding (general), post coital bleeding, infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, rashes or skin conditions, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: abdominal, back, ovarian pain, vaginal discharge, bloating, the patient did not undergo confirmatory test, bladder/urinary. Event outcome was added for the events: bacterial vaginosis, bladder disorder and urinary tract disorder. Lot number, treatment drug, reporter's information, severity and concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.